Event description:
It was reported that an ilet user experienced a leaking cartridge with a blood glucose peak of 242 mg/dl and subsequently replaced the supplies without further issue; review of therapy logs showed an extended insulin therapy pause that coincided with the event. Customer care provided support that included review of information provided by the user. Investigation of this case revealed leakage associated with a seal issue of the reservoir component, aligning with a leak/splash device problem. Symptoms included, nausea, and increased urinary frequency associated with hyperglycemia reported. Outcomes included no lasting health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.